Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model # was not provided. This report is related to MDR 1810909-2020-00026 and MDR 1810909-2020-00027.

Event description:
An advocate from (B)(6) reported that her daughter's contour next link meter gave readings in euglycemic range i.e. Between 80-90 mg/dl, while the customer was experiencing hypoglycemic symptoms such as shaking. The customer drank orange juice and then fainted. The advocate stated that the event occurred three times in last two months. In each instance, the customer ate honey or some form of sugar and recovered well. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link meter for evaluation. No test strips were returned. Therefore, in-house contour next test strips from lot # 9fpec52k were used for testing. An in-house testing was performed using the returned meter with in-house test strips, which gave satisfactory performance.